Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: ne u_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider via the manufacturing representative, regarding an unknown patient. Drug information, indications for use, concomitant medications, and patient history were not reported. It was reported that on (B)(6) 2015, while the health care provider (hcp) was trying to update the pump and perform some programming changes, he got an unknown error on screen. When the hcp read the pump again, the attention dialogue box reported pump stopped for 1 hour. The hcp checked the pump again later, and read pump stopped for 2 hours. It was noted that the hcp does believe that the patient moved during the update and the telemetry head moved off the pump position slightly. However, he did reposition the telemetry head promptly. No symptoms were reported. The hcp was to call back after he attempted to update the pump again. Follow-up was being conducted to determine the patient (drug, medical history, concomitant medication, indication for use, and serial numbers), any symptoms, troubleshooting/actions/interventions, the cause and resolution for the stopped pump; if additional information is received this report will be updated.